Event description:
It was reported that a malfunction occurred on a customer's pump, displaying a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed the critical threshold. The customer will not use a backup therapy currently and plans to consult with a healthcare provider, while tandem technical support sent a replacement pump with updated software. They instructed the customer on necessary steps to store and return the problematic pump. The customer understood and acknowledged these instructions, and a signature will be required for the delivery of the replacement pump.